Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. D4: batch # a9d70e. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, 14 clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip some time deployed, some time did not when the surgeon grasped the trigger. The device was used on the gall bladder artery. Another device was used to complete the case. There were no adverse consequences to the patient.